Event description:
Surgeon complained a plate, implanted on an unk date, broke post operatively. Pt was returned to the operating room on (B)(6) 2011 for removal of broken hardware.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn at this time.